Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that when she removed her site to change out her infusion set, she noticed that the cannula was not attached. The patient could feel the cannula under her skin. The patient's blood sugar rose to 360 mg/dl and she required correction with a manual injection. No injury occurred.